Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for g astrointestinal/pelvic floor. It was reported that the patient noticed the stimulator had stopped working. This was clarified that they usually felt a ¿kind of pulse¿ every could of minutes but realized they had not been feeling that recently. Troubleshooting could not be performed at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they saw a poor communication screen on the programmer. It was determined that the programmer was not over the ins when the message was seen. The patient was then able to synchronize the programmer to the ins and make adjustments. It was also reported the patient did not feel the stimulation and noted they used to feel ¿like vibration¿ and would mistake for their phone vibrating but now they did not feel anything. It was confirmed the stimulation was turned on and the setting was on program 4 at 3.4 volts but did not feel the stimulation in the correct location. The stimulation was increased to 3.9 volts and they felt something initially but no longer could feel anything. The patient was going to leave at this setting and contact their healthcare professional (hcp) if the issue did not resolve. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that their ins was explanted (B)(6) 2019. Patient stated that the device never really worked for their symptoms and that it worked when it wanted to work. No further complications were reported or anticipated.